Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist reviewed the events in remote support service (rss) and found no errors captured, received permission to dial in, connected to the device, and confirmed that no errors or notices were present on the screen, inspected auxiliary drawer 4.1 and found no faults or failures. The customer confirmed proper operation. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer remained unrecoverable even after rebooting the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.